Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had experienced syncope. The right atrial (ra) lead and right ventricular (rv) lead exhibited elevated impedance. Both leads remain in use. No further patient complications have been reported as a result of this event.